Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2025-17370. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 2460088, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6012413 was manufactured according to the work instruction (wi) version 13 in the line 60, on 22/mar/2025, with a total of (B)(4) units. Note: review of the DHR showed 1 nc 2156364 was found for black grease contamination in the material, it's not related to the malfunction code and therefore the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: gluing of tubing. The lot 5b05785 was manufactured according to the form version 67 and manufactured in the machine sc02, on 15-mar-2025, with a total of (B)(4) units. The lot 5b05784 was manufactured according to the form version 67 and manufactured in the machine sc02, on 14-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: 1 non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced kinked infusion set on (B)(6) 2025 due to which patient faced hyperglycemia event. The issue occurred with 4 infusion sets. No further information available.